Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. A stonetome stone removal device was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2008 (pt age, gender, and weight unknown). According to the complainant, "...[the] incision was made [within] 2 or 3 seconds with guidewire placed. The physician adjusted the device placement, and he attempted to make [an] incision secondly. ...[the physician] was unable to cut and it was found the cutting wire detached." The physician attempted to complete the procedure with a second stonetome stone removal device. Refer to associated manufacturer report # 3005099803-2008-00514 for a description of the second event.

Manufacturer narrative:
A visual examination of the returned device identified a broken cutting wire, which also appeared charred (figure 1); this exam indicates that excessive electrical current flowed through the device. Although the cause of the excessive current is unknown, possible causes include: improper tome possible allowed the cutting wire to contact the endoscope which resulted in a short circuit and excessive power was applied to the cutting wire due to improper generator settings. The device history record for the lot was reviewed; no anomalies were noted. A review of the complaint database did not identify any additional complaints for this lot. The april 2008 15-month stonetome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted associated with this complaint.